Event description:
The customer reported a reading of 97 mg/dl on his adc meter. The customer reports developing symptoms of hyperglycemia which included shakiness, dizziness and blurred vision and consequently went to the hospital. At the hospital, his blood glucose was reported to be 200mg/dl. The customer was diagnosed and treated with insulin for hyperglycemia.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.